Event description:
The description is according to standard for medical devices- coding structure for adverse event type and cause iso/ts 19218. See ae cause term 540 and 950. 540 calibration error. Inaccurate results with medical measurement devices (e.g. For temperature, mass, ph, ivd test results) due to incorrect calibration. 950 user error. An act or omission of an act that has a different result than that intended by the manufacturer or expected by the operator causing a device failure.